Event description:
Caller reported that the cgm graph was missing data points. There was no adverse impact to the customer¿s blood glucose level. The caller chose to wait for the display to autocorrect and planned to follow up if the issue persisted; no further assistance was necessary.